Event description:
Caller alleged discrepant results with the inratio meter compared to the laboratory. Summary of reported results: dates: (B)(6) 2013, inratio: (2.6), laboratory: (3.9), dates: week prior to testing, laboratory: (16). Pt was sent to the hospital for inr 16 from the laboratory work; pt did not test on the inratio meter. The pt was given vitamin k. Pt had vitamin k injection the week prior to testing. Pt's therapeutic range: 2-3. Customer was sitting in his car holding the meter in his hand to perform the test. Customer did not use the first drop of blood, and added multiple drops of blood.

Manufacturer narrative:
Case was submitted to the medical advisor for review. Medical advisor determined that the inratio product did not contribute to the hospitalization that was reported in this complaint. Medical advisor categorized this event as malfunction. Pending investigation.